Manufacturer narrative:
Retainer ring = clear insulin pump case = ngp customer returned insulin pump for an alleged blank display found on (B)(6) 2021. Insulin pump received with missing segments. Unable to perform the displacement test, active current test and self test due to missing segments obscuring the text on the screen. Insulin pump passed sleep current test. Blank display was not noted during testing. Successfully download history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected power alarms or unexpected battery alerts were found in the history files on or near the event date. Insulin pump was cut open to perform visual inspection and found cracked lcd glass, dried insulin in the motor slide, and mositure on electrical board, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, broken belt clip rails, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, missing segments (lcd), bleeding, corroded battery tube damaged retainer ring confirmed. Missing segments were confirmed during analysis due to cracked lcd glass. Blank display was not observed during analysis. Blank display not confirmed. Exposed to moisture confirmed on electrical board and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. The customer stated that inserting a new battery but was not resolved and frozen display was recurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.